Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 6silver-west 2.2 experienced multiple cubies read or write failures. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.2 multiple cubies were failed. A field service engineer found that the half height cubie drawer 2.2 on the auxiliary cabinet was failing cubie pockets and reseated the row board cable, pyxisbus cable and replaced the retractor band and logged into hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.